Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 31 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2007, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding,"), hypersensitivity ("alleric reaction"), sleep disorder ("sleep disturbances"), itching ("itching"), paraesthesia ("tingling in hands and feet"), dyspareunia ("discomfort during sexual intercourse"), back pain ("chronic low back pain with frequent flare-ups"), urinary incontinence ("urinary incontinence"), metrorrhagia ("metrorrhagia"), abdominal discomfort ("abdominal discomfort"), heavy menstrual bleeding ("heavy menstrual periods"), diarrhoea ("diarrhoea"), dysuria ("dysuria"), dysmenorrhoea ("occasional cramps"), dyschezia ("dyschesia"), abdominal distension ("abdominal distension with a feeling of fullness"), intermenstrual bleeding ("intermenstrual bleeding"), pruritus ("pruritus"), vaginal infection ("vaginal infection"), allergy to metals ("nickel allergy"), endometriosis ("endometriosis"), proctalgia ("proctalgia") and urinary tract infection ("urinary tract infections"). The patient was treated with surgery (hysteroctomy). At the time of the report, the outcomes for pelvic pain, swelling, genital haemorrhage, hypersensitivity, sleep disorder, itching, paraesthesia, dyspareunia, back pain, urinary incontinence, metrorrhagia, abdominal discomfort, heavy menstrual bleeding, diarrhoea, dysmenorrhoea, dyschezia, abdominal distension, intermenstrual bleeding, pruritus, allergy to metals, endometriosis, proctalgia and urinary tract infection were unknown. The reporter considered abdominal discomfort, abdominal distension, allergy to metals, back pain, diarrhoea, dyschezia, dysmenorrhoea, dyspareunia, dysuria, endometriosis, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, metrorrhagia, intermenstrual bleeding, paraesthesia, pelvic pain, proctalgia, itching, pruritus, sleep disorder, swelling, urinary incontinence, urinary tract infection and vaginal infection to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 31 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2007, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding,"), hypersensitivity ("allergic reaction"), sleep disorder ("sleep disturbances"), itching ("itching"), paraesthesia ("tingling in hands and feet"), dyspareunia ("discomfort during sexual intercourse"), back pain ("chronic low back pain with frequent flare-ups"), urinary incontinence ("urinary incontinence"), metrorrhagia ("metrorrhagia"), abdominal discomfort ("abdominal discomfort"), heavy menstrual bleeding ("heavy menstrual periods"), diarrhoea ("diarrhoea"), dysuria ("dysuria"), dysmenorrhoea ("occasional cramps"), dyschezia ("dyschesia"), abdominal distension ("abdominal distension with a feeling of fullness"), intermenstrual bleeding ("intermenstrual bleeding"), pruritus ("pruritus"), vaginal infection ("vaginal infection"), allergy to metals ("nickel allergy"), endometriosis ("endometriosis"), proctalgia ("proctalgia") and urinary tract infection ("urinary tract infections"). The patient was treated with surgery (hysteroctomy). At the time of the report, the outcomes for pelvic pain, swelling, genital haemorrhage, hypersensitivity, sleep disorder, itching, paraesthesia, dyspareunia, back pain, urinary incontinence, metrorrhagia, abdominal discomfort, heavy menstrual bleeding, diarrhoea, dysmenorrhoea, dyschezia, abdominal distension, intermenstrual bleeding, pruritus, allergy to metals, endometriosis, proctalgia and urinary tract infection were unknown. The reporter considered abdominal discomfort, abdominal distension, allergy to metals, back pain, diarrhoea, dyschezia, dysmenorrhoea, dyspareunia, dysuria, endometriosis, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, metrorrhagia, intermenstrual bleeding, paraesthesia, pelvic pain, proctalgia, itching, pruritus, sleep disorder, swelling, urinary incontinence, urinary tract infection and vaginal infection to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.